Event description:
It was reported by the rep the device was used during a colectomy. It was reported the device was fired correctly the first firing out of the package. The second firing, the surgeon couldn't get the device to fire. A new reload was inserted and the device fired correctly. Rep explains the reload in the cutter is possibly the third reload that worked correctly. There was no consequence to the pt.